Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 1/6/2021. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint file in this production order. But this complaint meets the criteria for no further investigation to be performed. No product malfunction or deficiency could be identified, and no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patent's right eye because patient wants to be able to see without glasses. Patient wants stronger myopic outcome. The explanted iol was replaced with the same model iol but a higher diopter power (22.0). There was no incision enlargement, no vitrectomy or sutures required at explant. No other information was provided.